Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7194838, expiration date: 2022-06-30, manufacture date: 2017-07-13. Medical device lot #: 7194839, expiration date: 2022-06-30, manufacture date: 2017-07-13. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastic non-sterile luer-lok¿ tip syringe there was an issue with foreign matter. It was stated ¿the product has black specs inside the syringe.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: four photos and 2 loose assembled 5ml syringes were received, reported to be from batch # 7194838 and 7194839 (p/n 301027). The samples were visually evaluated. The syringes were found to have a few loose black particle located at barrel collar, inside the barrel wall and retaining ring of plunger rod outside of fluid path. One of the syringes was found to have numerous particles at the barrel retaining ring. All of the particles were small, less than level 3 in size, which is an acceptable condition per product specification. No particles were found in the fluid path. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Also, this is the 1st related complaint for foreign matter on the provided lot numbers (7194838 and 7194839). It is possible the dust/specks were inadvertently introduced during assembly interruption, such as work on a silicone gun. No rejectable defects confirmed. However, current controls in place include periodic in-process inspections for all defects to ensure containment of defect and quality of the final product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd plastic non-sterile luer-lok tip syringe there was an issue with foreign matter. It was stated ¿the product has black specs inside the syringe.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Two (2) loose 5ml syringes were submitted for ftir analysis on the particles seen in the samples. A small amount of the material seen in the samples was removed from the samples and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyethylene (polyethylene is a type of plastic) mixed with some silicone. This analysis did not change the outcome of the investigation.